Event description:
It was reported that the volume discrepancies had occurred at the last fills. The specific volumes were not known. The patient experienced no symptoms at that time. However, the patient presented to the emergency room ¿yesterday¿ with increasing pain and possible withdrawal. There was no discrepancy noted in the volume in the operating room. However, the spinal catheter was found to have dislodged. It had been pulled out of the intrathecal space and was not draining. As a result, the spinal segment and pump were replaced. The products would not be returned. In addition to the replacement reprogramming and hospitalization also occurred. The issue was reported as resolved and it was unknown if diagnostic testing or troubleshooting occurred. At the time of the report the patient's status was reported as alive-no injury. This device system delivered dilaudid. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, partial explanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n318233, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information later received clarified that the catheter could not be aspirated and there was no csf flow. The reporter had no further information regarding the patient¿s current state.

Event description:
Additional information was received from a consumer. It was reported that "the pump stopped working" in (B)(6) 2014.